Event description:
It was reported that an impactor was fractured in two during glenoid impaction, but that all pieces were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use and wear and tear. The strike plate has impaction marks and the shaft of the handle has nicks and gouges. The grey poly impactor tip has fractured and all pieces have been returned. There is epoxy residue on the threads of the poly impactor tip. Product identifiers where measured were conforming. The features of the fracture surface visually align with a bending overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.